Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced seizure and the insulin pump had an error in the hardware low level failures. The customer blood glucose level was 137 mg/dl at the time of incident. Customer reported that customer was at the hospital and not wearing the insulin pump. Customer did not provide any symptoms regarding to seizure. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test; it failed self test returning an unexpected hardware low-level failures. In addition to this, adjusted the audio options audio volume 1-5, and each setting sounded the same. Hardware low-level failures is confirmed in the formatted history file due to a loose connection or a cold solder joint at keypad assembly.